Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 1800.1mcg/day at a concentration of 800mcg/ml of fentanyl and a dose of 6.004mg/day at a concentration of 20mg/ml of bupivacaine via an implantable infusion pump for non-malignant pain. It was reported that the patient missed a refill and an empty pump alarm occurred. The patient missed their refill as they were dismissed from their physician and were transitioning to a new doctor. Hcp reported that they plan on filling the pump with preservative free normal saline (pfns) in about a week. The patient is currently experiencing the symptoms of withdrawal. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.